Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device will not be returned.

Event description:
Patient underwent a reduction surgery with implantation of a gamma 3 nail on (B)(6) 2012. On (B)(6) 2012 due to protrusion of the lag screw the patient underwent a revision surgery in order to drawback the lag screw. During the follow up on the (B)(6) 2014 nail breakage and the non healing of the pseudarthrosis were detected. On (B)(6) 2014 patient underwent, surgery in order to remove the broken nail. A new reduction and osteosynthesis were performed with the implantation of plate and screws plus apposition of homologous bone graft. Surgery extended to 3 hours and 29 minutes.

Manufacturer narrative:
Evaluation summary: the review of manufacturing documents revealed no deviation in the manufacturing process. As no item was returned no physical examination could be carried out. Device was not returned.

Event description:
Patient underwent a reduction surgery with implantation of a gamma 3 nail on (B)(6) 2012. On (B)(6) 2012, due to protrusion of the lag screw the patient underwent a revision surgery in order to drawback the lag screw. During the follow up on the (B)(6) 2014 nail breakage and the non healing of the pseudarthrosis were detected. On (B)(6) 2014, patient underwent, surgery in order to remove the broken nail. A new reduction and osteosynthesis were performed with the implantation of plate and screws plus apposition of homologous bone graft. Surgery extended to 3 hours and 29 minutes.